Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample and one companion sample were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. During product evaluation a visual inspection was conducted followed by simulated use testing and iso gauged. The customer reported condition was not confirmed; the root cause was not identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted. The exact occurrence date is unknown. The event occurred in (B)(6) 2013.

Event description:
A customer called baxter corporate product surveillance to report an unknown amount of continu-flo solution sets in which the blue luer cap is very difficult to remove. The facility has had to use clamps in order to take them off and use the sets on patients. The events occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.